Event description:
On (B)(6) 2025 the following complaint was received at medinol: delivery system failure due to shaft fracture and/or balloon rupture inability to fully deploy the stent - failure to build sufficient indeflator pressure. After completion of the case the device was inflated on the table: leaks from shaft and balloon tip were noted. The patient endured pea/cardiac arrest, most likely due to intracoronary air bubble delivery. On (B)(6), 2024 additional information was received from the physician during the procedure the balloon cannot be inflated above 6 atm. Another attempt was made to inflate the balloon, during this attempt another indeflator was used unsuccessfully. After a few minutes the patient condition deteriorated as was described in the initial complaint. It is not possible to determine with certainty, however the patient's condition deteriorated may have been caused by an air embolism.

Manufacturer narrative:
Correction of typo in section b.5 'describe event or problem': the additional information was received from the physician on april 03, 2025, not on april 03, 2024. Additional information: on may 04, 2025 the device history record of lot# elmin0179b was reviewed. No deviations or rejections were found. The device was supplied meeting all specifications. On may 04, 2025 a review of the IFU was performed. No IFU deviation was reported. The device was returned to the manufacturer on april 22, 2025, device analysis was performed and device analysis report was signed on april 28, 2025 (see enclosed). The device analysis indicates that the reported inflation difficulty event was due to a system leak in the rx-port, which was also reported by the customer. No balloon leakage was detected in the devices analysis. Therefore, the following failure classification was removed: balloon, leakage, in patient. Correction of section h.6 'adverse event problem' is required: removal of component code (g)-419-ballon. Following the analysis of the device used in the related procedure that showed no leakage from the balloon, the manufacturer's medical advisor concluded on may 08, 2025, that the clinical events during the procedure cannot be explained by a malfunction of the stent. The most likely explanation is that following stent implantation "no reflow" occurred and caused the cardiac arrest. This is a recognized complication of ppci and is related to the procedure, not the device used.

Manufacturer narrative:
Conclusions from the final investigation report signed on (B)(6) 2025: 1. The review of the device history record of lot # elmin0179b indicates that the product was supplied meeting specifications. Lot # elmin0179b was released according to standard procedure. The lot is compliant. 2. No balloon leakage was detected in the device analysis investigation. A stent delivery system leak in the rx-port area was identified as the cause of balloon inflation difficulty. 3. The most likely cause of the leak in the rx-port area is a manufacturing problem that may result in localized melting and adhesion of the coating. This defect was not detected, possibly due to a human error. Since then, a new fusing machine was implemented which improved the rx-port fuse process. No rx-port leaks were reported for batches manufactured since. 4. Air emboli from the device into the blood vessel through a leak in rx-port is improbable. Generally, flushing of the system before the procedure, as instructed by the IFU, purges the air out of the system. In the current case direct evidence of an air emboli couldn't be found on the angiogram. 5. The cardiac arrest clinical finding was deemed as not related to the device. Manufacturer's medical advisor concluded that the cardiac arrest cannot be explained solely by a malfunction of the system. Most likely, that following stent implantation "no reflow" occurred and caused the cardiac arrest. This is a recognized complication of ppci and is related to the procedure, not to the device used. 6. Balloon inflation difficulty and stent delivery system leakage (covering the leakage in rx port area) are addressed in elunir perl's dfmea and the risk remains low. No new risks were identified.